Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient alleged that the pump may not be delivering insulin properly and alleged erratic blood glucose levels. No specific numbers were given, and there was no indication of blood glucose levels that met animas standards for an adverse event. If more information is provided, a follow up report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting and because of the allegation of an insulin delivery issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed that the last bolus and last basal delivery were on (B)(4) 2013. No alarms related to the complaint were visible in the pump¿s history and the total daily doses added up to correctly reflect the user¿s programmed basal rates; the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed and the pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.